Event description:
It was reported that markerband malposition occurred. Two accustick ii kits were selected for use in the kidney for nephrostomy drain placement. During the procedure, the physician had difficulty advancing the sheaths on the accusticks and it was noted that the ro markers would slide up the sheath impairing his vision. When the device was advanced through the skin, the marker stayed at the skin as the device advanced into the patient. It happened with two devices in a row. The skin incision was appropriate. The physician commented that he had never seen the marker slide down. The sheaths were also noted to be kinked at the distal tip of the device. The devices were pulled out intact from the patient's body and the procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The accustick device was returned, and it was observed that the ro marker was out of its location in the device middle section since it moves freely. Additionally, the accustick device was bent and had the distal tip was broken. No more damages were observed. The device was inspected under microscope, and it was observed that the distal tip was broken, this damage is located next to the ro marker position. It is important to mention that evidence of correct ro marker colocation was observed at device distal end section. The device was measured in order to confirm the ro marker position; and the ro marker was located approximately at 14.5 cm from the distal tip and does not meet specification. The ro marker outer diameter was also measured and does not meet specification. No other issues were identified during the product analysis.

Event description:
It was reported that markerband malposition occurred. Two accustick ii kits were selected for use in the kidney for nephrostomy drain placement. During the procedure, the physician had difficulty advancing the sheaths on the accusticks and it was noted that the ro markers would slide up the sheath impairing his vision. When the device was advanced through the skin, the marker stayed at the skin as the device advanced into the patient. It happened with two devices in a row. The skin incision was appropriate. The physician commented that he had never seen the marker slide down. The sheaths were also noted to be kinked at the distal tip of the device. The devices were pulled out intact from the patient's body and the procedure was completed with this device. No patient complications were reported.